Event description:
Allegedly revised due to bone fracture.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested from the surgeon. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.